Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has low oxygen. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Key market (km) market indicated that the customer reported that the unit has low oxygen (o2) alarm. A low o2 alarm is determined not reportable due to a high urgency alarm indicates that the monitored o2 concentration is 18% or at least 6% below set value for 30 seconds. According to the operator's manual, the user is to verify operation of the o2 sensor. This is a monitoring function only. Through follow-ups, km indicated that unit was connected to patient, but no patient details shared by customer. Two attempts were made to follow-up with km to obtain patient information; however, km did not respond to that information. Through follow-ups, km indicated that the customer replaced the o2 fuel cell sensor to address the reported problem. Unit was returned to service. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.